Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer stated that the backlight did not work. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with damage to the case at the reservoir tube opening from dog chew marks. A test reservoir could not be inserted and the functional testing could not be completed due to the extensive damage. The insulin pump passed the displacement test and rewind and the back light functioned properly. All of the buttons functioned properly and no damage was noted to the keypad assembly. The motor passed the motor test. The insulin pump was received with a broken reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, a cracked display window and a scratched reservoir tube window.